Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(4) faradise clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a reoccurrence of atrial fibrillation during the blanking period. Approximately a month after the ablation procedure the patient's implantable cardioverter defibrillator (ICD) was interrogated and an arrythmia was identified. Three days later the patient underwent electrical cardioversion shock treatment and the patient returned to sinus rhythm after the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.